Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, a lead exhibited no capture after it was implanted and parameters were checked. A new position was changed but the lead behaved similarly. The lead was explanted and a new one was used. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.